Manufacturer narrative:
The system was examined and the reported event was replicated. The ultrasound (us) /diathermy module was replaced to address the issue. The us/diathermy module was also returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on november 18, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. A us/diathermy module was received for evaluation. A visual assessment of the returned sample showed no obvious abnormality. The sample was evaluated by checking the functionality of three components. All the components were found to be nonconforming. The root cause of the reported events can be attributed to the nonconforming components of the us/diathermy module. An internal investigation was opened on this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there were two surgeries where a system shut down on its own, displayed a stop sign and rebooted itself during a procedure. Patient impact is unknown. This is for the first surgery. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the event was initiated when using the intraocular diathermy. The system was switched out to complete the case. There was no patient harm.